Event description:
Revision surgery performed at about 11 years 2 months from the primary due to loosening of the stem. The surgery was completed successfully by implanting a minimax.

Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 100759: (B)(4) items manufactured and released on (B)(6) 2010. Expiration date: 2015-03-31. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department: revision surgery 11 years 2 months after index surgery due to loosening of the stem in a female patient. Radiographic image provided show the presence of radiological mobilized stem and possibly some sort of pathological reaction of the bone. The report does not mention infection. The stem appears small for the canal perhaps due to subsidence of the stem secondary to loosening. The acetabular cup was originally implanted in a very vertical position.